Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the flash drive to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator malfunctioned. The patient was transferred to an alternate ventilator. There was no harm to the patient as a result of this event.

Manufacturer narrative:
(B)(4). The device was evaluated and the alleged malfunction could not be duplicated.